Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the jaw and firing trigger did not return properly. Therefore, the firing trigger was released by hand. Another device was used to complete the case. There were no adverse consequences to the patient. It was found that the clip was malformed.